Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the bottom bipolar pin to be bent up towards the top pin so that a bipolar cord cannot be installed. Damage to pin is likely due to mishandling. Engineering also observed the distal end of the main tube to have a 4.5" long section directly above the proximal clevis with material removed on one side of the tube. The damaged area is gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received

Event description:
It was reported that the bipolar maryland forceps instrument had a bent cautery connector. No additional information was provided. No pt harm, adverse outcome or injury was reported.